Event description:
While performing left inguinal hernia repair with suture needle in question, it was noted that tip of needle was missing. It could not be located in the surgical wound or surrounding sterile field. X-rays taken immediately post-op were negative.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, none or unknown. The device was destroyed/disposed of.